Event description:
Information was received from a patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 3.0 mg/ml at 0.0203 mg via an implantable pump. Patient reported she fell hard on back in her kitchen on (B)(6) 2024. After patient fall, she reported loss of efficacy. Patient also reported the pain pump had been flipping since fall. No known troubleshooting performed. During surgery, physician opened up pump pocket located in right low back. Once pump pocket was opened the entire catheter was coiled and visible in the pump pocket. Physician explanted pump and catheter. Physician then placed a new catheter and placed new pump in the left abdomen. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-may-2015, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump device passed all testing in the laboratory and no anomalies were identified. Analysis of the 8780 catheter identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.